Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: additional information was requested, and the following was obtained via: did the needle fall into the patient? If so, no. Were x-rays taken to locate the needle? No. What measures were taken to retrieve the needle? Needle was in needle driver when it detached from the suture. Was there any additional tissue damage as a result of searching for the needle? None noted. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Dr. (B)(6), do, mba, facos, surgeon. Information gathered at time of the complaint please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Package shipped friday november 9th. Tracking#: (B)(4). Estimated delivery: 11/12. H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle outside its packaging was received for analysis. Product code: sxmp1b118. During the visual inspection of the detached needle, the hole and swage area were noted with significant tooling marks probably caused by a surgical instrument. In addition, it was noticed that the end needle was crushed. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture was not returned for analysis. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Event description:
It was reported that a patient underwent a reduction mammoplasty procedure on (B)(6) 2024 and barbed suture was used. During the procedure, it was reported by the sales rep that during a breast reduction, the needle broke off of the suture while suturing. The needle was obtained. The needle broke after passing. Case was completed with like device. No patient harm was reported. Device is available for return. No adverse patient consequences were reported. Additional information was requested.